Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, the cartridge and infusion set were changed to address the issue and insulin delivery was resumed. The customer's blood glucose level was 303 mg/dl.